Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient experienced fluctuating and low blood glucose levels (40-50 mg/dl) and symptoms of hypoglycemia (dizziness, sweating, shaking, disorientation) over the past two days. The patient was reportedly using a 40% reduced temp basal rate on (B)(6) 2012 and their blood glucose level decreased to 50mg/dl. The patient ate glucose tabs to correct their blood glucose level. The patient is reportedly going through puberty and has grown 1 inch in the last 6 weeks and 5 inches since the past summer. The patient reportedly had an appointment with their endocrinologist on (B)(6) 2012 and they checked the pump settings and confirmed them to be correct. The hcp is reportedly monitoring the I:c ratio and basal rates and making adjustments as needed. This report is being made based on the allegation that the patient experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.